Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. No stimulation sensation was noted. The issue occurred following a replacement. Since ins was replaced in (B)(6) 2014, the patient had not had any symptom relief and was not feeling stim. The reporter did not do programming and was not sure how to change settings. The patient was present but did not have the patient programmer with them so unable to check stim status and settings. The patient was getting benefit before ins changed out, so this was a sudden therapy change for him. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v432846, implanted: (B)(6) 2010, product type lead. (B)(4).